Manufacturer narrative:
(B)(4). This product number is not sold within the USA. However, similar products with the same dilator are sold within the USA. The 510(k) number given is for product sold within the USA.

Event description:
It was reported that in the operating room when the anesthesiologist was removing the dilator from the patient's right internal jugular vein, the tip of the dilator was found heavily deformed. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.